Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is also unknown if the death was device related. No further details were provided.

Manufacturer narrative:
The lens was received for analysis and the diopter measured correct as labeled. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related. Will continue to monitor and trend.

Manufacturer narrative:
The iol has not been received for analysis. The device met all manufacturing specifications prior to release. No other complaints for product manufactured in this lot have been received. We are unable at this time to definitively determine the cause of this event. The manufacturer's investigation into this report will continue. Iol not yet received from the account

Event description:
It was reported the lens was removed and replaced without complication, due to the patient's residual myopia.